Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with high and low readings. The customer's blood glucose was over 500 mg/dl which was treated with insulin drip at the hospital. The customer's blood glucose reading went down to 85 mg/dl. The customer was assisted with the bolus wizard. The customer's current blood glucose was 68 mg/dl and she treated with juice. The insulin pump was not returned for analysis.